Event description:
A customer from (B)(6) reported to biomérieux a false susceptible ertapenem for an enterobacteriaceae external quality control (neqas) sample in association with the vitek® 2 ast-n206 test kit. Initial and repeat testing gave a susceptible result. The customer reported there was no alternative method used. The test reports and the neqas report was requested from the customer. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: as part of the investigation an agar dilution (ad) was performed to determine the intended result (reference method used for etp01n development on ast-n206). The result obtained was etp mic= 0.5 mg/l s. A broth microdilution (bmd) test was also performed following the reference method recommended by neqas. The result obtained was etp mic =1mg/l. In parallel, testing from cba was also performed on vitek®2 cards ast-n206 (v7.01), (customer lot cl 576379640 and random lot rl 576388640). The result obtained was etp mic =2 mg/l s with both lots tested. Phenotype = impermeability carba (+esbl or + hl ampc). Pcr test was also performed and obtained negative results for all genes tested: imp, oxa48 like, kpc, ndm and vim. The vitek® 2 ast-n206 card results are in essential agreement error (+2 doubling dilutions) with the reference mic 0.5 obtained with agar dilution ( method used for etp01n development on ast n206), without category error. The customer results were reproduced (2 s and phenotype impermeability carba). The vitek®2 cards overestimate the etp mic compared to the ref mic 0.5 (ad), leading to an expertise error of phenotype (impermeability carba (+ esbl or hl ampc)).